Event description:
The patient reported that the pump has rebooted a few times since he received the pump in (B)(6) 2011. He stated that the issue remains unresolved with insertion of a new battery. The patient confirmed that there is no structural damage to the battery cap and compartment, there is no visible corrosion in the battery compartment, and the battery cap tightens to resistance.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There was no damage found to the battery compartment and cap; the battery cap was able to attach securely to the pump. There was no damage found to the battery cap connections or to the power circuit. The complaint could not be duplicated during testing.